Event description:
A camino bolt, was noted to be giving "false reading" (unspecified) a revision was required and another bolt from their supply was used on that pt instead. Add'l info has been requested.

Manufacturer narrative:
Lot number: 30500x232332 or 305000230619. To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.